Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 230mg/dl. The customer declined troubleshooting with tandem customer technical support (cts) due to having changed the supplies prior to contacting cts.